Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with their merlin mobile application. Upon review, it was suspected that there was a bluetooth telemetry issue. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No other anomalies were found.

Event description:
It was reported that the patient returned to clinic and programming changes were made. There were no patient consequences.